Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "after squeezing trigger to apply a clip to the tissue, the trigger jammed which locked the clip applier jaws in the closed position. After attempting to free the jammed trigger unsuccessfully, the surgeon was finally able to pull the clip applier jaws off the tissue, leaving the clip in place as intended."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the unit was slightly bent by the knob and a clip was lodged in the jaws of the device. Engineering attempted to actuate the unit and found that the unit dry-fired twice; however, the remaining clips loaded and closed properly. The unit was disassembled for further evaluation and all components met specifications. The root cause of the customer's experience is most likely due to the clip lodged in the jaws of the device causing improper clip advancement; however, the exact root cause of the jammed clip is unknown. As a result of recent feedback from our customers, a product enhancement has been implemented to improve the feeding of the clips into the jaws. All product that is shipped now contains this improvement. All clip appliers will continue to undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.